Event description:
The house supervisor of a male contacted lifecor customer support in 2007 to report that the patient is in the hospital and his battery pack (batt) needs recharging. She stated that the patient did not have his battery charger and his second batt was lost as well. The patient was admitted three days earlier. The supervisor was going to ask the patient if a family member could bring the battery charger to the hospital and about the whereabouts of the other batt. Support was given the direct number to the patient's room. Support talked with patient who stated that the hospital was looking for his second batt and a family member was bringing his battery charger from home. He stated that he would be receiving an ICD in the next few days. The patient was instructed to call support on the day after the original date if he did not have two batts. Support called the house supervisor back and she stated that the patient was on the hospital telemetry and she was not aware that the patient's batt was lost by the hospital. She said she would investigate the matter. On the same day, the house supervisor contacted support to report that she could not find the other batt. Support contacted the pt and he stated that the other hospital he was at had the batt. He stated he still only has one batt. He stated he charges it while showering. Support suggested he recharge the batt while he is on the hospital telemetry. The following month, patient was discharged from the hospital and whereabouts were unknown. Support called patient's son and left message. Support called patient and left message. Two days later, support contacted both the patient and patient's son and left voicemails. Three days later, support tried to contact both patient and patient's son. Patient's number was no longer accepting calls. Support left a message on son's voicemail. Nine days later, support tried to contact patient's son and this number was now wrong. The next day, the patient passed away in the hospital. On 07/25/2007, patient's son contacted support to ask how to return the lifevest. On 07/27/2007, support reviewed the patient's data. The cause of death is unknown. The patient was at home when he died. A family member contacted the doctor and relayed that the patient was not wearing the device because he was charging the batt. Download shows patient had very little wear time during the days support was trying to locate the patient and family. Previous days around june 29th showed about 18 hours of wear time.

Manufacturer narrative:
Device manufacture date: monitor - 04/2007; electrode belt - 03/2007; battery pack - 11/2005. Device evaluations of monitor, electrode belt, and battery pack have been completed. The reported problem was confirmed. Monitor, electrode belt, and battery pack were all found to be functionally normal. They were restocked. The patient's battery pack was lost during a hospital admission to receive an ICD. The battery pack was not immediately replaced because the patient was on hospital telemetry and was supposed to receive an ICD. Patient was discharged with device and one battery pack. The patient died, at home, while charging the battery pack. He was not wearing the lifevest. Many attempts were made to contact the patient's family from discharge until death. Cause of death is still unknown.